Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a whole drawer failure occurred; the drawer would not open for the user. A field service engineer replaced all control boards required for drawer 3, as well as the stop assembly for drawer 3.1. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer would not open for the nurses this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.